Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain indications for use. It was reported that pt continuously saw the "system problem: cannot continue: call medtronic: rm03" message when recharging their ins battery since a couple weeks ago, but they confirmed in december. Pt texted their manufacturer representative on (B)(6)2023 and notified them about the issue. Pt noted they tried to reset the controller, but the message continued to appear. The manufacturer's patient services specialist (pss) helped the pt inspect the recharger cord, recharger plug, and controller port, but no visible damage was detected and the recharger was not hot to the touch when recharging the ins battery. The issue was not resolved. No symptoms were reported. An exchange recharger was sent out. Pt called back stating they received the exchange unit in february and did not send the old rtm back to repair until this weekend. This weekend pt started having an issue with the exchange unit. It started showing rm03 as well. Pt said the cord got hot. Pt reset several times. Pt saw no damage. An email was sent to repair to replace the recharger.